Event description:
Philips received a complaint from customer reporting the v60 device alarm prompts that the patient is disconnected. The device was in clinical use at the time of the reported issue and the procedure was stopped. No harm reported. The device was operational after repairs were completed, however we are unable to confirm the repair action because the customer refused to provide additional information. The unit was returned to service. The investigation concludes that no further action is required at this time.